Event description:
It was reported that the patient is "still" experiencing "skipped beats" even after reprogramming was conducted to the implantable pulse generator (ipg). The patient thought that the ipg would correct this arrhythmia. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).